Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level below 40 (mg/dl) which led to a seizure; cause was unknown. Reportedly, the customer experienced a sugar. The contact assisted the customer with providing glucagon and juice. The customer consulted with endocrinologist regarding diabetes management.

Manufacturer narrative:
(Remove: reportedly, the customer experienced a sugar.).

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: lowest blood glucose (bg) entered into the pump by the user on (B)(6) 2019 was 56 mg/dl, and continuous glucose monitor was not in use. User made bolus requests without entering current bg and while still having insulin on board (iob). At 12:45 pm, user manually reduced the 6.41 unit bolus recommended by the pump to 5.9 units. User set temporary basal rates ranging from 50-80% of basal insulin throughout the day.complaint could not be confirmed. Making bolus requests without entering current bg and while still having iob could lead to a low bg event. It is possible the user¿s personal profile settings need adjustment. There is no evidence that the pump experienced a malfunction or failure.